Event description:
Patient having axia lif pedicle screw fixation of l5-s, procedure disc cutter broke off in l5-s, (trans-facet system single use instrument) trans 1, axia lif #tri-2200, lot # 043212207, (copy of op record, implant sheet and pic of instrument attached to report). [None received].